Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited intermittent capture. Rv lead dislodgement was suspected. Programming changes were made. There were no patient consequences.